Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. The complaint was confirmed by visual and functional inspection. The downstream occlusion (dso) seal was separated from the bezel. The probable cause was normal wear and tear. The dso seal was replaced, and the device passed functional tests after the repair. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump had a detached downstream occlusion (dso) seal. Discovered during testing. There was no patient involvement.